Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called and was very up with her service. She said, she wrote a letter in june to manufacturer and has not heard back. The patient was upset that the rep did not advise her that her ins was off when she left the hospital. She was upset she did not get a new patient programmer after surgery and that her patient programmer was four years old. The patient said the rep and the doctor were not available or did not listen to her when she told them ten days post op that she wasn't happy with her results. The patient went to a different doctor get it figured out to get the device to work and she got a much better response from new doctor that didn't require her to meet with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient had their device replaced on (B)(6) 2019 and still experienced incontinence post-op. The device was turned off and the patient didn't know it, so she turned it on. Patient had a return of symptoms on (B)(6) 2019. Patient met with the manufacturer¿s representative two weeks after implant who reprogrammed the device. The patient wanted to know whether she was supposed to get a new programmer at the time of implant and reported that she needs a new one as hers had failed, the patient was not able to access programs or increase stim. Caller states the hcp was only able to access 3 or 4 programs and is only allowed to go up to "1 mv." Caller states the hcp "did something where it reversed the polarities. The lead was negative and the device positive.¿ hcp said patient may need a new handheld device but did nothing for her. The patient was transferred to the repair department and a replacement programmer was sent. Caller states she had a ¿bunch of problems while in the hospital¿ and didn¿t want to go into them on the call. It was noted the patient had pain when the device was on first noticed on (B)(6) 2019. The repair advisor stated that if the replacement programmer didn¿t resolve the issue the patient should see their hcp (healthcare professional). It was noted the patient had a new hcp. Patient responded to a letter. When asked to include appointment dates and any action taken or planned, patient said "(B)(6) I am continuing with symptoms but they are improving. I continued with incontinence today". When asked to specify the "bunch of problems" issue that was experienced in the hospital, the patient said they had pain at implant site and the incision and there was ongoing pain at the left rib/chest. They also noted that their incision was painful and it took six weeks to heal. The patient continued and said the battery was changed and the lead had no issues after implanted. They added that they weren't provided a new external device. The patient further elaborated and said they had problems about one-week post op, consisting of wound irritation, bloating, gas, fecal leaking, and incontinence. At post-op between day seven and ten, the patient attempted to adjust their patient programmer (pp) and manage their irritable bowel syndrome (ibs) symptoms, but a screen came up that they weren't accustomed to seeing. The consumer called their rep who agreed to meet with them to interrogate the pp. When they met, the rep informed the patient that the unit had been off when they left the hospital, their pp was not functional at home, and it was on a default screen that they couldn't change so they reset it. The patient noted that they had four programs working at the time the rep completed the interrogation, but they experienced pain with all four programs over the battery site when they returned home and the day after. The patient noted that they turned the unit off for twenty-four hours and tried again, but then realized the unit was not functional. The patient continued and said they spoke with a medical assistant the next business day to request an appointment with their hcp and rep to resolve the issue. The patient also informed the medical assistant that they thought they needed a new pp and asked if they could have one mailed to them if they couldn't be seen. The patient continued and noticed a dull ache in their left chest so they scheduled an appointment with their primary care physician (pcp) at that time. They added that they had a chest x-ray and a rib series which were both negative. They added that they hadn't had any trauma and wonder if the were sufficiently padded while in the prone position during implant surgery or if someone leaned on them during the procedure (they noted they were fairly slender). The patient noted that they haven't had any type of respiratory illness or cough since the time of the procedure, but they still have a dull constant ache at the edge of their left rib cage for the past three months. The patient continued and said they have multiple other complaints that have exacerbated since their previous battery died: neuropathy, neuropathic pain, fasciculation, insomnia, irritability, depression, and anxiety. They noted that the issue is affecting their professional and personal life. No further patient complications have been reported as a result of this event.